Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for incorrect sleeve placement with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® multiple sample luer adapter experienced poor sleeve function. The following information was provided by the initial reporter: the customer stated "the rubber sleeve should be placed in the cap but partially came out of the cap in 1 of 100 products."